Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her insulin pump is alarming no deliver. Customer's blood glucose is 493 mg/dl. She stated she did a complete set change and the device alarmed. In troubleshooting, insulin exited the tubing when manually pushed. The device alarmed no delivery during the manual prime. The device is working as designed. Customer stated she has tried all remedies for her no delivery issue. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer called back later and reported her blood glucose rose to 549 mg/dl after troubleshooting. She called her doctor, who instructed her to take a correction bolus. She stated she would go to the emergency room if her blood glucose does not go down. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.